Event description:
It is reported that the surgeon revised tibial component due to pain in 2009. He suspects his initial tibial cut was in varus. Implant date was stated to be approx one year prior.

Manufacturer narrative:
Evaluation summary -the implant was not returned for evaluation and x-rays were not available for review. Furthermore, the lot number is unknown. Therefore, the cause cannot be definitively determined due to insufficient information. The surgeon stated that he suspected that the tibial cut was varus. Evaluation: no product was returned. Review of the device history records was also no possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected tha the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer inc. Considers the investigation closed.